Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service ctr, the connection port on the rear enclosure for the oxygen blending module tubing was found to be broken. The device's rear enclosure was replaced to address the issue.